Event description:
Per the audiologist, the pt received medical treatment in 2007, for skin breakdown over the magnet site. The pt temporarily discontinued use of the transmitting coil and the pt was closely monitored. Results of a CT scan (date unk) showed the magnet was dislodged from the internal magnet. The pt's cochlear device was functional. In 2008, the pt underwent a revision surgery to replace the internal magnet with a new sterile magnet.

Manufacturer narrative:
This is a final report.